Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: the monitor was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house investigation. The retain testing results on returned monitor met both accuracy and repeatability criteria. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. The customer was reported to have lupus. The patient's sample may have interfered with the test and cannot be ruled out as a possible root cause for the unexpected results. A review of the manufacturing records, for the lot, did not uncover any relevant non-conformances and the lot met release specification. The impedance curve analysis associated with this case found the curve exhibited a weak slope change. CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. The patient was reported to have renal failure requiring home dialysis at the time of the alleged discrepant result. (B)(3) has identified inflammatory kidney disease and end stage renal disease requiring hemodialysis as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. A possible root cause is the patient condition of renal failure, which may have contributed to an impedance curve that exhibited a weak-slope change. The inratio monitor software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. Further investigation will be pursued under (B)(4).

Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. On (B)(6) 2015, the customer woke to find that her ear was bleeding. She was seen in the emergency room where her laboratory inr was 8.0 and hematocrit was 30%. Approximately four (4) hours later, the inratio inr was 2.7. Reportedly, improper technique was performed as the first drop of blood was not used when testing on the inratio device. The customer's therapeutic range was 2.0 - 3.0; therefore, coumadin was held until after (B)(6) 2015. There was no additional information provided.